Event description:
It was reported that the pump charging port is corroded. The customer's blood glucose level was 125-152 mg/dl. The customer will continue to use the pump for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.